Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-01-23 reporting that they were unsure of why there was a fracture. Additional information received from the consumer on 2017-02-28 reported that stimulation worked for a couple months and then it stopped again. It was reported that the implantable neurostimulator (ins) was not working again. The manufacturer representative reprogrammed the patient again to get it working on one side. The patient stated that only half of it was working and that one side did not work. The patient stated that they had an unrelated surgery for a broken bone in their foot and was having blood work done in preparation for it. It was reported that the patient was tired of the intermittent issues that had occurred and was going to give the scs one last change. It was stated that therapy worked well when it was working. The patient¿s spouse told them there was a class 2 recall on their device but neither the caller nor the manufacturer had information regarding a recall that was associated with the reported events. Additional information was received from a representative on 2017-03-02 that a fracture was not seen and that the noted issue was the impedance issue.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was not feeling any stimulation when increased up to 10.5v. Contacts 8-15 were showing >10k ohms. Manufacturer representative reported when they increased to 3v on electrode 1 was 1819 ohms, 0, 2-12 and 14-15 were xxx and 13 was >40k ohms. After a short physician recharger mode performed the xxx impedance was correct with 0-7 normal and 8-15 >40k ohms. Additional information was received. The manufacturer representative reported an x-ray was taken by the physician. The lead lines up in the block and look fine but there is plan to replace the whole system or just the generator or lead. Unsure why high impedance is being seen. Patient was reprogrammed and getting good stimulation on one side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.